Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a strata shunt. It was reported that the patient came in for a revision and it was found that the patient was found to have a defective siphon valve in the implanted shunt. There was no reported impact to patient outcome. The device was explanted.